Event description:
It was reported that "patient got a bha surgery in 2008. Afterward, the system one was dislocated from her acetabuli about seven days later. Then, the surgeon performed open reduction with the patient in 2009. At that time, the v40 head already came off from the system one. Then, the surgeon removed the system one and v40 head and implanted new products respectively (same size)."

Manufacturer narrative:
Investigation in progress. Additional info not available at this time.